Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed foreign material (discoloration) was found on the objective lens, but the type of the material or root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a dirty objective lens (foreign matter). There was no patient involvement.